Manufacturer narrative:
A medtronic representative, following-up, reviewed the tracer registration. A significant portion of the tracer points were collected on soft tissue of the patient's cheek. It is very likely that this tracer method contributed to navigation inaccuracy during the procedure. It appears proper tracer technique was not used. Delay in surgery was reported to be 5 minutes.

Event description:
A medtronic representative reported that, while in a revision functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy using synergy ent 2.2.1. The surgeon alleged suction was a few millimeters medial and inferior on the lamina papyracea and inferior at the skull base. No specific measurements were known. In trouble-shooting the patient was re-registered using a different exam and with a different instrument, however, this did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.